Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip replacement surgery, 2018, the surgeon started to impact the shell into the acetabulum when the locking ring dislodged from the rim of the shell. The surgery was delayed for 10 minutes, and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip replacement surgery, the surgeon started to impact the shell into the acetabulum when the locking ring dislodged from the rim of the shell. The surgery was delayed for 10 minutes, and another device was used to complete the procedure.